Manufacturer narrative:
Data was provided for the initial negative run. Review of the curves does show what appears to be a slight amount of amplification in the flu a channel, but below the parameters of the assay. Data could not be provided for the positive cobas liat run. Although the root cause cannot be established due to the limited amount of data that could be provided, the most likely root cause is a low level samples; as the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from estonia alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative results for all targets (sars-cov-2 and influenza a &b) when tested on cobas liat. The same sample was retested a separate cobas liat analyzer as well as on a competitor platform(genexpert) and both generated a positive result for influenza a. The result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.